Event description:
A medsun medwatch mandatory report uf/importer report # (B)(4). Was received. The incident involved a spinning spiros® closed male luer, red cap. Per the report, blood cultures were performed on the patient. The patient was hooked back up to the tubing, which was running antibiotic. When the nurse came back into the room to check on the patient, there was a wet spot on the patient's shirt. Fluids were paused. Then the nurse inspected the line, restarted fluids after checking connections, fluid was dripping from the spiros IV connector. A crack was noted on the spiros. No chemotherapy was running, just maintenance fluid and a one time dose antibiotic. The approximate age of the device was 1 day. There was patient involvement and unknown harm reported.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Device returned on 15-nov-2023. The spinning spiros of the trifuse set was confirmed to leak during testing. The leakage resulted from damage to the o-ring post component. The probable cause of the o-ring post damage and subsequent leakage is typical of damage sustained during assembly in salt lake city. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.